Manufacturer narrative:
The patient required revascularization of the treated lesion. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. (B)(4). PMA number is not applicable. The device is commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2016, two stellarex catheters were used to treat the target lesion of the right distal sfa. Approximately 15 months post index procedure, the patient experienced stenosis of the a. Femoralis communis, stenosis of the proximal a. Femoralis superficialis, and restenosis of the distal a. Femoralis superficialis. A successful revascularization of the target lesion was performed on (B)(6) 2018.